Event description:
It was reported that a plastic floating piece was found in an intravia container 250 ml capacity. The issue was identified before patient use. The bag contained ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye in a lighted inspection against a white background and against a black background. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.